Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal and a buckled upstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to a detached downstream occlusion seal. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was delaminated. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.